Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. When it is was time to fire, the rubber band detached from the thread [trigger cord]. The thread [trigger cord] was attached in the patient and was left inside. The physician disconnected the device from the outside, and pulled the string [trigger cord] out. On 23-march-2020, clarification was received that the bands prematurely deployed and the string [trigger cord] was retrieved from the patient¿s body. On 24-march-2020, additional information was received stating: device was detached and the scope was removed by doctor, however the thread got stuck inside patient. The doctor then managed to remove the thread. On 28-april-2020, we received new information that "after firing the band we were unable to detach the scope because the thread was caught in between the device and the firing band thus the thread was stuck inside the patient. If the string was not retrieved then it becomes foreign body object. One end of the thread was hanging outside the patient¿s mouth so the doctor jiggled the thread in all directions slowly and it came out." Other than the successfully deployed bands, a section of the device did not remain inside the patient¿s body. The detached trigger cord was retrieved. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The trigger cord, with three (3) deployed bands placed on it (2 black bands and 1 amber band), the two-way handle, and the loading catheter were included in the return. However, the irrigation adapter and barrel were not included in the return. The two-way handle was returned in the firing position. The length of the trigger cord was measured between the knots and is within tolerance. During a visual examination under magnification, all of the beads were present on the trigger cord and there were no voids or flashing found on the beads. Bead locations were verified and found to be correct. An evaluation of the handle wheel movement was also performed and the wheel functioned as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. When it is was time to fire, the rubber band detached from the thread [trigger cord]. The thread [trigger cord] was attached in the patient and was left inside. The physician disconnected the device from the outside, and pulled the string [trigger cord] out. On 23-march-2020, clarification was received that the bands prematurely deployed and the string [trigger cord] was retrieved from the patient¿s body. On 24-mar-2020, additional information was received stating: device was detached and the scope was removed by doctor, however the thread got stuck inside patient. The doctor then managed to remove the thread. Other than the successfully deployed bands, a section of the device did not remain inside the patient¿s body. The detached trigger cord was retrieved. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.